Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. The analyst commented that helix extension/retraction and length testing were performed and all results including electrical testing were within specified parameters. (B)(4)

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead was placed in the rv septum and the helix would not deploy after 30 turns. The lead was removed and exercised on the table. The helix would not deploy after 20 slow turns, then shot out all at once. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.